Manufacturer narrative:
It was reported that the lead could not be positioned correctly at implant; therefore, it was not implanted. The analysis from the manufacturer is pending.

Event description:
It was reported that during the implantation procedure the lead could not be positioned correctly. Therefore, the lead was not implanted.